Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Over tensioned due to limitation of the size of implants. Post-operative deltoid muscle dysfunction with axillary nerve palsy. Patient had less motion than expected, was sent to pt continued to be limited and emg was ordered. Emg confirmed axillary nerve pathology on (B)(6) 2015.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Over tensioned due to limitation of the size of implants. Post-operative deltoid muscle dysfunction with axillary nerve palsy. Patient had less motion than expected, was sent to pt continued to be limited and emg was ordered. Emg confirmed axillary nerve pathology on (B)(6) 2015. Patient ID: (B)(6).